Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the tightening screw/knob of the articulated arm was damaged. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the knob of the articulated arm was non-functional. There was no patient involvement reported.